Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged moisture ingress/corrision of the battery compartment; the issue began on (B)(6) 2014 at 15:42:36. There were no other details provided regarding the nature of the button/keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, corrosion was found inside the battery compartment. A leak test was performed and leaks were found at the battery compartment and the audio bolus button. The pump case was removed and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.